Event description:
An ophthalmologist reported that a patient had an intraocular lens implanted in august of 1997. Three days following surgery, the patient developed endophthalmitis. The patient's current ophthalmologist is of the opinion that the symptoms reported following this surgery may have been an allergic reaction and called to discuss this prior to scheduling a second cataract surgery for this patient. The possible relationship between the symptoms that developed following the first cataract surgery and the intraocular lens is unknown. The reported symptoms have resolved and the original lens remains implanted.